Manufacturer narrative:
Phone number (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen intake connection was loose. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that the oxygen intake connection was loose. A service quote for repair was sent to the customer for approval. The investigation is ongoing.

Manufacturer narrative:
The customer called technical support to report that the oxygen (o2) intake connection was loose. A service quote for repair was sent to the customer for approval, and the customer accepted. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Per good faith effort (gfe) response, the asp confirmed the reported issue after performing troubleshooting and checking the o2 connection. The asp tightened the connection and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time.